Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the (reported issue) could not be reproduced. The customer did not provide the information on how the issue was resolved.

Event description:
It was reported by the customer that the pyxis medstation es system drawer 5 would not open. Customer stated that there was a delay in obtaining medication during surgery. There were no adverse events or injuries reported based on this incident.